Event description:
While using an icepearl needle and 2-3 minutes into the 1st freeze cycle of a cryoablation procedure, the needle shaft stating to collect ice. The physician used a warm compress to melt the ice and complete the case. The patient was not injured. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations were noted. Based on the investigation test results, the customer complaint was verified. The investigation testing results showed insufficient vacuum insulation of the sleeve. No relation was found between needle assembly processes and the vacuum loss phenomena. The root cause of the vacuum sleeve failure was unable to be determined. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
While using an icepearl needle and 2-3 minutes into the 1st freeze cycle of a cryoablation procedure, the needle shaft stating to collect ice. The physician used a warm compress to melt the ice and complete the case. The patient was not injured. The needle will be returned for investigation.